Manufacturer narrative:
MDR 3003442380-2024-02876 - device 11 of 13.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient reported infusion set fell off during use. Patient faced this adhesive issue with 13 infusion sets. For three sets, event occurred on 07-apr-2024. Customer could not recall exact event dates for other 10 issues, but reported they occurred 'in the past week. Infusion set was in use for 2-3 hours at the longest. Furthermore, it was reported that patient's blood glucose was displayed high but specific value unknown. The patient received correction injection via mdi. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.